Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient attended for blood work off of peripherally inserted central catheter. Scant amount of dried sanguineous fluid was noted under transparent dressing. Red lumen was used to flush and draw blood work. Line flushed well with good blood return and able to obtain blood drawn. Following first access of red lumen, user went to flush and lock red lumen. Upon flushing with push pause method, fluid was seen leaking underneath and through dressing by the y of the two lumens, noting to have a leak or hole in the line. Catheter damage discussed with patient, oncology team, and educator rn. PICC was placed in a different facility, and removed on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was observed to be kinked between the 0 and 1 cm depth markings. Both lumens of the sample were flushed with a 12 ml syringe of water. A spraying leak was observed between the 0 and 1 cm depth markings when the red lumen was flushed. A microscopic observation revealed a split where the leak was seen. The split was observed to have uneven edges, wrinkling near the edges, and a rough fracture surface. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.